Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal patient's contact reported that the cycler displayed a scale reading error during drain 1 of treatment. The contact noted that the patient had been in this drain for over four hours. The contact stated that the patient's drains had been taking longer and the patient had not been reaching expected drain volumes, but does make up for these volumes in subsequent treatment. No time period was provided for this information. The treatment data was reviewed and it was noted that iipv (increased intraperitoneal volume) of over 200% occurred. Upon follow up with the patient's nurse, it was reported that the patient will be having a catheter evaluation. The nurse reported no adverse event or medical intervention occurred as a result of this overfill. The nurse does not have results of the catheter evaluation.

Manufacturer narrative:
Correction: initial device evaluated by MFR?: no, device investigation anticipated, but not yet begun. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon internal inspection, there was no presence of visible liquid or evidence of past fluid within cycler. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Patient sensor calibration test passed. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.